Event description:
It was reported that during a pre-test to place a foley catheter for urinary drainage and temperature management in the operation room, sterile water did not flow out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the inflated catheter, the catheter appeared asymmetrical in the photos. The all-silicone foley catheter was returned with the syringe. The catheter was visually inspected; the balloon was observed to be slightly inflated upon return. The catheter balloon was inflated with 10ml methylene blue solution (mbs) with the returned syringe; slight resistance was noted during inflation. The balloon inflated asymmetrically with a concentricity ratio of about 80:20, this does not meet specifications per (B)(4) revision 0 which states, "balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft." (Pr#(B)(4)). An attempt was made to passively deflate the balloon using the returned syringe, catheter did not deflate passively in under 5 min. Per (B)(4) revision 0, the catheter must inflate and deflate with a syringe. The catheter was then inflated and deflated with inhouse syringe; deflated passively in under 5 min: 2 min 11 sec. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540, however, a DHR review was completed prior to CAPA association. Refer to CAPA 12474540 for further details. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a pre-test to place a foley catheter for urinary drainage and temperature management in the operation room, sterile water did not flow out. As per investigator notification received on 27nov2025, stated that the complaint was against the syringe. Per investigator's notification received on 27nov2025, it was reported that asymmetrical balloon was found during sample evaluation.